Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor valve was selected for implant. There was sufficient calcium to allow anchoring of the valve. The patient's aortic valve angle was 45. Pre-dilatation was performed with an 18mm numed balloon. During implant, the implant depth at 80% was around 3mm at the ncc; the implant depth at release prior to migration was 3mm at the ncc. During final deployment, the valve suddenly popped out after 2 receptacle tabs had been released; at the moment the 3rd receptacle tab released, the valve popped out above the annulus into the ascending aorta. The valve did not block any coronary arteries. Subsequently, aortic regurgitation (ar) and paravalvular leak (pvl) were observed. The navitor was snared high into the ascending aorta. A new 23mm navitor valve was successfully implanted at the ideal implant depth. The second navitor valve was not implanted within the first valve. The ar and pvl post-implant were reported as trace. No post-dilatation was performed. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of migration or expulsion of device (aortic direction) and perivalvular leak (pvl) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause for the reported device migration in aortic direction could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances as valve-in-valve procedure was performed, and the device was attempted to be snared. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.